Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the unit was not turning on, had no power, and was emitting a noise. A field service engineer (fse) identified a failed drawer controller on drawer 3 2. The drawer controller and associated module controller were replaced as a precaution, connectors and retractor ribbon were inspected, and the unit was powered up with all light emitting diodes (led) verified and the drawer reconfigured. The unit then tested successfully using the test application. During further testing, intermittent cubie detection issues were observed on half height drawer 2 1. All connections and row boards were inspected and reseated, but the issue persisted. The drawer controller for drawer 2 1 was replaced due to a loose retractor connector. After replacement, drawer functionality was verified, and all row boards were confirmed clean and secure. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station failed to turn on and was making noise.however, there were no delays or adverse events or injuries reported based on this event.